Event description:
Nurse, head of the surgery department, reported in her letter that she stated during the surgery that the trial head broke at the attempt of the trial reposition. According to her information the surgery was completed successfully by using a replacing trial head without any impairment of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.